Event description:
It was reported that the left rear castor fell off the patient table during transport over the door jam of the magnet room. A patient was not on the table at the time of this event. The rear castor fell as a result of the screw holding the castor to the brass bushing has broken. No injury was reported. The patient table's caster screw breaking could potentially cause a significant injury to either the patient, or the technologist assisting the patient.

Manufacturer narrative:
The ge field engineer was dispatched to the site. The fe replaced the rear castor, and secured it with a new screw. Engineering investigation revealed that the bushing was extended below in the casting an amount that is greater than specified in the preventative maintenance directions. The direction calls out that the bushings are not to be extended more than 6.35mm beyond the bottom of the casting. When the bushing is extended beyond this limit, the taper inside of the bushing will no longer tighten sufficiently around the caster to hold it in place.